Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found a cracked lcd lens, and a broken battery compartment. The event history log revealed multiple 'cassette not locked' and 'bolus cord disconnect' alarms. Functional testing was unable to duplicate the reported problem. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'remove bolus dispenser' alarm and doesn't recognize cassette correctly. There was unknown patient involvement.